Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr non-medtronic sheath and 0.014 spider fx embolic protection device during treatment of a plaque lesion in the patient¿s proximal right superficial femoral artery (sfa). Lesion exhibited 40% stenosis. No vessel calcification or tortuosity are reported. IFU was followed. Vessel pre-dilation was not performed. It is reported that moderate resistance was noted during withdrawal of the device and the tip separated at the hinge pin. When the tip broke off it became lodged in the external iliac. A snare was used to retrieve the tip into the sheath and the spider fx was also removed. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: hawkone device connected to a cutter driver, spider fx, and a 4f support catheter were returned to medtronic investigation lab for evaluation. No other ancillary devices were included. The returned devices which showed signs of prior use within the vessel were inspected. A radial fracture to the distal assembly housing was observed. The fracture occurred approximately 0.7cm from the proximal rim rounded tecothane subassembly. The housing was curved upward at an approximate 45 degree angle at approximately 3.5cm from the distal tip. Under microscope, it was observed, the anchor pocket holes to the tecothane remained present. There was not sign of metallic material within the housing, proximal to the fracture face within the housing. The guide wire tubing of the housing was torn or disengaged from the proximal end of the housing and continued to the area of the observed 45-degree bend. The proximal segment of the fractured hawkone was inspected. The cutter was advanced approximately 2.7cm out of the cutter window housing with the drive shaft exposed. The radial fracture face was observed at the proximal edge of where the laser drilled coils initiate, distal to the anchor pockets. Fibrous material was observed to the area of the housing, not from the hawkone. It is likely from an external source introduced during post procedural handling. It should be noted the platinum iridium coil which was located between the proximal edge of the housing and the area of the fracture within the tip assembly housing was not included. The platinum iridium between the proximal end of the coiled housing and the approximate area of the platinum iridium to stainless steel was fractured off and not found. The returned 4fr support catheter showed the filter from the spider fx exposed outside the distal end. A bend to the support catheter was observed at approximately 63cm from the distal tip. The spider fx capture wire was removed from the support catheter and inspected. No damage or anomalies were noted to the filter assembly. The capture wire approximately 63cm from the tip showed an approximate 45-degree bend. The area of the bend was inspected under microscope and found the ptfe was scraped off from the capture wire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no vessel damage was noted. The procedure was completed once the device was removed, but deviated from the original plan of atherectomy. The patient had a dcb used after the hawkone failure. If information is provided in the future, a supplemental report will be issued.